Manufacturer narrative:
(B)(4). Batch # m5499h. The analysis results found that one (B)(4) device was returned with the anvil bent upwards and without reload present. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, it is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. Intra-operative photos received. Based on the photo evidence of the subject (B)(4) device with green cartridge, a damaged anvil can be confirmed, however, the photos do not provide evidence relative to what may have caused the issue.

Manufacturer narrative:
(B)(4). Date sent: 12/16/2015. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information received: after firing the device could not be removed through the trocar and got stuck in the trocar as the anvil jaw appeared to be bent. The staple line and cutting line was ok. The device was removed together with the trocar. A new trocar and new instrument was used to finish the procedure successfully. There were no negative consequences for the patient. During the procedure the device was not twisted or used as a lever. No further information is available.

Event description:
It was reported that during a laparoscopic sleeve resection procedure, misformed instrument jaw, could not be removed from the trocar. The staple and cutting line was ok. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.